Event description:
Additional information received further reported that the pump would not pump; it was extremely hard and they could not get it going.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Lot number: 3485937.

Event description:
According to the available information, the pump was damaged. The pump was replaced.

Manufacturer narrative:
A titan touch pump was received for evaluation. No functional abnormalities were noted with the pump. The information received indicated the pump was difficult to pump, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.